Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4). Discarded by facility.

Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred while using a csi orbital atherectomy device (oad). The target lesion was located in the mid-left anterior descending (lad) artery. The physician advanced a csi viperwire guide wire into the patient and loaded the oad onto it. The physician completed four runs at low speed for 25 seconds each run. Post-atherectomy angiography revealed a perforation. The physician resolved the perforation via balloon angioplasty and stent deployment. At this point, the patient status declined and the patient was sent for emergency surgery. Emergency pericardiocentesis was performed and the patient stabilized. A request for additional information was made, but was denied by the facility.